Event description:
It was reported that the patient received multiple shocks. High impedance and sensing difficulty was indicated. There were many v-v intervals sensed, indicative of oversening. The lead was explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.